Manufacturer narrative:
Follow-up #1 date of submission 04/10/2013: device evaluation: a reserved sample from the same cartridge lot number b201797 was tested and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor flex was found to be damaged. This report is being made based on the evaluation results

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013, with the following findings: the force sensor flex was found to be damaged. During evaluation the pump was able to recognize the filled cartridge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.